Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during (iesu cautery activation), the ( c-43) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, c-34 error on the integrated electrosurgical unit (iesu) while using bipolar energy. The technical support engineer (tse) checked the logs and confirmed the problem pointing to an internal erbe issue. Tse requested to restart the esu but issue persisted. Tse requested to use other port but issue persisted. Tse requested to use on other instrument but issue persisted. Csr explained that the cut function worked and only coagulation triggered the error. Tse suggested to remove power from erbe as a last resort and csr said site will do it when possible. Tse observed the continuation of the surgery in logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.